Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Visually confirmed mas broken. Severe damaged noted on both fracture surfaces and threads of bone screw. Microscopic examination of undamaged portions of fracture surface reveal a fairly flat fracture surface with progressive striations, indicative of fatigue. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a one level minimal access decompression with rods and screws at l5-s1. Approximately two years post-op the screw broke. The patient underwent a revision surgery to have the broken screw removed and replaced; also an interbody device was implanted. No additional patient complications were reported.